Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (objective lens broken).

Manufacturer narrative:
This device is classified as import for export; therefore, 510k is not applicable. Model: eg38-j10ut-us is available in the USA with a 510k number: k200090. We checked the returned unit and confirmed that the ccd module objective lens cracked. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the suction channel buckled, the air/water nozzle clogged, the lg prong corroded, the lg prong top corroded, the operation channel leak, and the us connector body loosened; however, they are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report, "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.